Event description:
It was reported that the compressor was loud, unlike in normal performance. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could verify on-site that the reported compressor was making noise. The compressor was replaced and a new one was returned to service after successful functional and safety testing was completed. The returned compressor unit was tested in a test bench. Noise could be heard when the motor was running stand-alone in the bench. The compressor motor ran however, as expected. The increased noise was caused by a washer that was misplaced and hit by the piston.

Event description:
(B)(4).